Manufacturer narrative:
This is a voluntary distributor report the manufacturer unimax medical systems, inc. Is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation.

Event description:
This is a voluntary distributor report. A conmed sales representative reported on behalf of a user facility that during the removal of a myoma, the black plastic deployment arm detached from the sb534 specimen bag. The user retrieved the black piece of plastic. No patient injury, surgical delay or extended hospital stay was reported. The complaint device will be returned to conmed and forwarded to the manufacturer, unimax, for evaluation. The report is raised on the basis of a device malfunction with potential cause for injury with recurrence.

Manufacturer narrative:
This is a voluntary distributor report. The reported sb534 specimen bag was returned to conmed for evaluation. The device was decontaminated and sent to the manufacturer, unimax, for additional investigation. By way of visual inspection, conmed verified that the black metal net ring connector was missing/detached. This complaint will continue to be monitored through the complaint system and the manufacturer, unimax, will continue to be notified.

Event description:
This is a voluntary distributor report.